Event description:
Small bag on effluent cartridge had a leak where the tubing entered the bag. This fluid leaked on to the drip pan causing several alarms. Leak was enough that we were changing a small chux disposable pads collecting fluids every few minutes while trying other options to trouble shoot a solution. Since the machine uses weight to calculate the removal of fluid from the patient, it is unknown how much fluid was actually removed from the patient. After discussing with the cardiac intensive care unit (cicu) team, it was decided to remove the patient from continuous renal replacement therapy (crrt) an hour earlier than planned. We monitored her blood pressure closely and ended up giving a 250 ml bolus of fluid due to nausea, hypotension, and overall appearance of dehydration.